Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the other keypad buttons required more force and multiple button presses in order to elicit a response and were intermittently responsive. The keypad buttons were also found not to click back or spring back normally. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of contamination found under the key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that keypad buttons has to be pressed very hard for a response and were intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.